Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 260, 248, 195, 224 and 170 mg/dl. The customer's expected fasting blood glucose test result range is 115 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the den. The test strip lot manufacturer's expiration date is 01/31/2020 and open vial date is week of call. The meter memory was reviewed for previous test result history (date / time not set): result 1 :260mg/dl date: (B)(6) 2017 time:2:35pm fasting. Result 2 :248mg/dl date:(B)(6) 2017 time:2:08pm fasting, result 3 :195mg/dl date:(B)(6) 2017 time:1:01pm fasting, result 4 :224mg/dl date:(B)(6) 2017 time:1:09pm fasting, result 5 :170mg/dl date:(B)(6) 2017 time:5:28pm fasting, customer is concerned with all results. Date and time are not set.